Event description:
It was reported that the patient did not experience effective treatment with the indirect decompression spacer and therefore, underwent a spacer explant procedure to undergo another treatment. The patient was doing well postoperatively. The device will not be returned as it was disposed of by the medical facility. The implant date and device lot number are unable to be obtained despite good faith efforts.

Event description:
It was reported that the patient did not experience effective treatment with the indirect decompression spacer and therefore, underwent a spacer explant procedure to undergo another treatment. The patient was doing well postoperatively. The device will not be returned as it was disposed of by the medical facility. The implant date and device lot number are unable to be obtained despite good faith efforts.